Event description:
Endoleak (type ia): tevar and petticoat were performed to treat a type b dissection, and final angiography revealed a type ia endoleak. As an additional treatment, two zenith alpha thoracic extension grafts were implanted inside the proximal side of the relay pro nbs, but the endoleak did not disappear. About 15 pushable coils were then implanted near the primary entry of the false lumen. After that, angiography confirmed that the endoleak was disappeared. Operation type: tevar. No blood loss. Ancillary device used: zenith alpha thoracic extension 34-114 (cook). No image available. No pre-case plan available . No additional information available. (Tc#: (B)(4). Patient outcome: "no health damage to the patient."

Event description:
Endoleak (type ia): tevar and petticoat were performed to treat a type b dissection, and final angiography revealed a type ia endoleak. As an additional treatment, two zenith alpha thoracic extension grafts were implanted inside the proximal side of the relay pro nbs, but the endoleak did not disappear. About 15 pushable coils were then implanted near the primary entry of the false lumen. After that, angiography confirmed that the endoleak was disappeared. Operation type: tevar. No blood loss. Ancillary device used: zenith alpha thoracic extension 34-114 (cook). No image available. No pre-case plan available. No additional information available. (B)(4). Patient outcome - "no health damage to the patient."